Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2017-05869. Additional information received identified the leads were replaced with another model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-05869. It was reported the patient (B)(6) experienced overstimulation (shock like sensation) and pain at her midback incision site while bending down. The patient turned off the stimulation. X-rays taken revealed the leads had migrated. Reprogramming was tried to no avail. Surgical intervention may be taken at a later date to address the issue.